Event description:
It was reported that the patient's right hip was revised due to trunnionosis and head dissociation. Intra-operatively, some poly wear was also noted. The stem, head, and liner were revised to competitor femoral components and a new stryker liner. Rep confirmed that pictures can be provided, otherwise, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: the device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the stem is were covered in blood and tissue consistent with explantation. The trunnion of the stem is slightly worn. No conclusive decision can be made given the limited information. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis and head dissociation. Intra-operatively, some poly wear was also noted. The stem, head, and liner were revised to competitor femoral components and a new stryker liner. Rep confirmed that pictures can be provided, otherwise, no further information will be released by the hospital or surgeon.